Event description:
It was reported that the patient felt his "device turning on and off and was shaking" during a flight. The patient stated that after landing, he felt okay. It was further noted that the patient checked both devices during the flight and reported that the left side was turned on, but the right side showed a "warning to sync screen as well as another picture that looked like a head with an arrow." The patient stated that he could not remember what he saw exactly. It was further reported that after the patient landed, he could check the right side just fine. The patient stated that his therapy was currently okay. Additional information was requested but was not available at the time of this report. Refer to manufacturer report # 3004209178-2012-05548 for the concomitant system.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3389s-40, lot# v741376, implanted: (B)(6) 2011. Product type: lead: product ID 3389s-40, lot# v798530, implanted: (B)(6) 2011. Product type: lead. (B)(4).